Event description:
In the process of contacting the patient's physician to notify them that the patient's device may be nearing end of service, it was discovered that the patient's device had been programmed to off due to unrelated apnea. The patient's medications had also been decreased. Treating neurologist planned to restart vns therapy once the patient's other medical issues were resolved. Further follow-up revealed that the patient had many medical problems including several apnea. Most forms of treatment (including vns therapy) were withheld and the patient eventually became better. The patient's family has chosen not to have the same combinations of treatment (including vns therapy) resumed for fear of a repeated episode. Treating neurologist does not believe that the apnea was related to the vns, but does not want to retry the vns to confirm. Investigation to date has been able to determine the severity of the apnea and whether or not the event was related to the vns therapy.